Manufacturer narrative:
The reported event of tubing connection issue was confirmed. As received, pressure tubing was detached from male connector, which was supposed to be connected to one way stopcock. The detached male connector was not returned for evaluation. Residual solvent was observed on inserted portion of the detached tubing. No other visible defect was observed from the returned kit. Further evaluation regarding supplier related quality issues is under investigation. The lot number was not provided thus a device history record was not reviewed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as a part of the monthly review.

Event description:
It was reported that the connection between 8cm dehp pediatric tubing and one-way stopcock got broken off during use. The male luer of the tubing is not returned, but the female luer of the stopcock is returned. There were no patient complications reported. Date of event is unknown.